Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip was bent, causing side to side misalignment of grips. There was a .100 offset at the tips, indicating overloading at the tip. The electrical continuity test was performed and passed. Failure analysis concluded that the damage was likely due to mishandling. Failure analysis investigation also found the following damages, which were not reported: there was a frayed pitch cable at the distal clevis hub. No damage was found at the clevis. There were scratches on the surface of the distal pulley. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that prior to starting a da vinci gynecology procedure, the forceps are not aligning on the fenestrated bipolar forceps instrument. The instrument was not used on the patient after the reported issue was identified and there was no allegation of harm or injury to a patient.